Manufacturer narrative:
A ge service rep performed an onsite investigation. The joystick rotation potentiometer was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the rui (remote user interface / joystick) was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.